Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis and subsequent death. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis and subsequent death coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent, abdominal pain and a fever. The patient was hospitalized for the event and was treated with ciprofloxacin (route, dose, frequency, and duration not reported), ceftriaxone (route, dose, frequency, and duration not reported), and vancomycin (route, dose, frequency, and duration not reported). Action taken with dianeal therapy was not reported. Eighteen days after admission to the hospital, the patient passed away due a multisystemic failure. It was not reported if the peritonitis caused or contributed to the multisystemic failure, but it was also not reported if the patient recovered from the peritonitis prior to death. It was not reported if the patient was retrained on proper aseptic technique. An autopsy was not performed. No additional information is available.